Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that all of the buttons seem to stick occasionally. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the up and down arrow allowed them to navigate screens. Customer stated they were able to access the menu screen. Customer stated block mode was inactive and an alarm was not in progress during the time that the button was unresponsive. Customer stated that buttons were currently responsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.